Event description:
The customer reported that while pipetting an htlv plate on summit the technician noticed that no sample was dispensed into well a5. No error was generated by the summit. No death or serious injury was associated with this incident.